Event description:
It was reported that the subject device's light was not igniting during set up / inspection for use. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: d4, a2, a4-a6, b5-b7, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lamp did not ignite/non-olympus lamp, faulty converter, faulty scope socket (scope detect no good). The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.